Event description:
Reportedly, during a routine follow-up one year after the previous check, the reminded longevity displayed is < 12 months. One year earlier, the estimated longevity was > 8 years and parameters optimals. On (B)(6) 2025, the follow-up display a longevity of < 3 months. Urgent replacement was scheduled on (B)(6) 2025.

Manufacturer narrative:
A first investigation of the provided files established that a premature battery depletion may have occurred. The subject device is currently shipped back for analysis. Investigation results and premature battery depletion confirmation or not will be provided on next report.

Manufacturer narrative:
The review of the associated manufacturing records revealed that the unit related to this report met all the requirements of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Analysis of the provided follow-up data did permit to confirm that a premature battery depletion occurred with the device. Upon device reception, the laboratory tests revealed electrical issues such as internal overconsumption and low atrial/ventricular pacing voltages. Those abnormalities indicate that a chip involved in the electrical circuit is out of order. The main origin of this issue could not be established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a routine follow-up one year after the previous check, the remained longevity displayed is < 12 months. One year earlier, the estimated longevity was > 8 years and parameters optimals. On 23-december-2025, the follow-up display a longevity of < 3 months. Urgent replacement was scheduled on (B)(6) 2025.